Event description:
Litigation records received ad 29 mar 2022. It was alleged that after revision, that plaintiff suffered dislocations of the revised hip which necessitated a re-revision surgery. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Right hip. This complaint is linked to (B)(4) which captures patient's 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A depuy 36mm with +4 elevated lip poly liner and a 36mm +5 ceramic head with titanium sleeve were placed during the revision that occurred on 9-nov-2021 (captured on pc-(B)(4)). The surgeon states the patient sustained a dislocation that was treated via closed reduction 3 weeks after the revision surgery. After the patient was reduced, he once again dislocated while reaching down requiring another closed reduction. The decision was then made for revision surgery due to the recurrent dislocations in such a short period of time. On(B)(6)2021, the cup and two screws from the primary surgery along with the head and liner that were placed on (B)(6)2021 were revised due to instability resulting in dislocation. The new cup was placed in increased anteversion since the patient¿s two reported dislocations were posterior mechanism dislocations.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> update 16-march-2023 no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: a2 (dob, age), b5 and h6 (clinical code) a1, d1, d2, d4 (catalog)

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation was not possible, as the required lot number was not provided. The information received, will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated the following: doe: (B)(6) 2021: patient received a right hip closed reduction to treat dislocation. The surgeon notes the patient had a dislocation and closed reduction three days earlier. The procedure was completed without complications. Dor: (B)(6) 2021: patient received a right hip revision to treat instability secondary to recurrent dislocations. Upon entering the joint, the surgeon confirmed the joint instability. The cup and screws were well-fixed but revised to accommodate the patient¿s anatomy. The head and liner were revised. The stem was well fixed and retained. The patient received a competitor cup, screws, and liner with a depuy femoral head. The procedure was completed without complications. Doi: (B)(6) 2010 doe (B)(6) 2021 closed reduction to treat dislocation dor: (B)(6) 2021 revision to treat instability due to recurrent dislocations right hip.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence found nothing indicative of a device nonconformance. There was no evidence of dislocation visible, therefore the reported allegation was not confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.